Manufacturer narrative:
The customer confirmed there were no abnormalities with the patient's sample. The field service engineer found a blockage in the measuring cell 2 line. He performed cleaning and primed the measuring cell to flush out the lines. After service, the customer performed qc and confirmed the results were acceptable. No further issues were reported by the customer. The investigation reviewed the calibration results and the results were acceptable. The investigation reviewed the qc data and no actual measurements were provided. The qc recovery chart appeared to be moving in and out of 3 standard deviations. The investigation reviewed the system's alarm trace and no abnormalities were found. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys tsh assay results for one patient tested on a cobas e 601 module. Prior to the event, the customer confirmed the tsh qc results were within the acceptable ranges. The patient's initial tsh result was reported outside the laboratory. The customer replaced the system's auxiliary reagents and performed qc and had failing results. The customer performed repeat testing with the sample on a different e 601 module. The patient's initial tsh result was 0.15 uiu/ml with a data flag. The patient's repeat tsh result was 1.99 uiu/ml. The customer determined the repeat tsh result was correct. The tsh reagent lot number was 58940901 with an expiration date of 30-apr-2023.